Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a b30 scope communication error. It is unknown when the event occurred. There were no reports of patient harm

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was not return to olympus. The customer said to the tac (technical assistance center) that the issue was fixed by swapping out the scope with another and the problem was not duplicated. The customer did not know the model of the scope or if the issue with the scope or the processor. The customer said too if the issue happens again, he will send the device. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.